Event description:
Complainant alleged that while attempting to defibrillate a pt, the device would not discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed "bridge test fail" and "discharge fault" messages.

Manufacturer narrative:
Zoll medical corp has not rec'd the product, and this complaint is still under investigation.